Event description:
It was reported that the PICC was found to have a hole when flushing liquid appeared. Hospital has recently started using securacath, the rep has taught them to perform the dermatotome down rather than up/across.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 43cm depht marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture at the corner of a kink impression which exhibited polish due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference faqir 990179 for further information about this failure type.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz2080 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was found to have a hole when flushing liquid appeared. Hospital has recently started using securacath, the rep has taught them to perform the dermatotomy down rather than up/across.